Event description:
The patient reported that up arrow and down arrow keypad buttons required multiple button presses in order to elicit a response on the keypad (B)(6) ago and recently started sticking and scrolling. The patient also reported that keypad buttons felt very soft when pressed but that the keypad was intact. The patient also indicated that she wears the pump attached to her belt and does not clean the pump.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and down arrow keypad buttons were intermittently responsive, required more force and multiple button presses in order to elicit a response on the keypad. All of the keypad buttons did not spring back or click back as expected; the keypad buttons were confirmed to be sticking and causing scrolling. The up arrow key contact was inverted and there was evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.